Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results for 6 patient samples on a cobas pro ise analytical unit. Results for the ise sodium electrode and the chloride electrode were affected. Patient 1: the initial na result was 154 mmol/l, and the repeated result was 139 mmol/l. The initial cl result was 116 mmol/l, and the repeated result was 105 mmol/l. Patient 2: the initial na result was 151 mmol/l, and the repeated result was 137 mmol/l. The initial cl result was 117 mmol/l, and the repeated result was 106 mmol/l. Patient 3: the initial na result was 149 mmol/l, and the repeated result was 135 mmol/l. The initial cl result was 106 mmol/l, and the repeated result was 96 mmol/l. Patient 4: the initial na result was 148 mmol/l, and the repeated result was 134 mmol/l. Patient 5: the initial na result was 147 mmol/l, and the repeated result was 138 mmol/l. Patient 6: the initial na result was 144 mmol/l, and the repeated result was 130 mmol/l the initial cl result was 102 mmol/l, and the repeated result was 91 mmol/l. The samples were repeated because some of the samples had delta check flags. The repeated results were believed to be correct. The samples were repeated on a second analyzer. This medwatch will apply to the ise sodium electrode. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the chloride electrode.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The calibration was acceptable. The qc was not acceptable. The field service representative cleaned all the dilution vessels and flushed the sipper probes. He performed adjustments, checks, and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.